Event description:
It was reported that the patient has consulted his surgeon several weeks after his intervention of an intestinal occlusion. An endoscopic exploration had been performed: a stenosis was identified at the anastomosis area. The patient was treated by dilatation of the stenosis (re-op). The surgeon has directly passed the trocar of the device on the linear staple line, whereas he did not do this during the other procedures. During the use of the device, the surgeon did not know that the height of the staple is adjustable, so, as usual, he tightened fully. A visit by a j&j sales rep had been performed to explain the good practices of the product but no information was shared regarding the stenosis. Procedure: anastomosis.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of the month that complaint was reported. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the date of the surgery? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What was the rationale for directly passing the trocar of the device on the linear stapler line (as this is a change from previous procedures the surgeon had done)? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Were there any difficulties removing the device? How many days postoperative was the stenosis identified? How was the stenosis identified? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery?sigmoid cancer / lynch syndrome (disease that causes multiple cancers in the digestive tube) what was the date of the surgery? (B)(6) 2021. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.not specifically, but having 2 stenoses consecutively has raised a question for the surgeon. Contributing patient factors: obesity, diabetes: comorbidities. What was the rationale for directly passing the trocar of the device on the linear stapler line (as this is a change from previous procedures the surgeon had done)? It is possible that the trocar fell too short of the staple line during the procedure because the patient's pelvis was very narrow, the patient is obese and the dissection was complex. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device?the surgeon. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?yes, he had waited the 15 seconds but did not need to tighten the anvil on the device. Were there any issues with device use/firing? No. Were there any difficulties removing the device? How many days postoperative was the stenosis identified? (B)(6) 2022. How was the stenosis identified?colonic occlusion. What is the current status of the patient? Re-operated for another pathology (cancer of the right colon due to lynch's disease). The stenosis was dilated and the surveillance exercised by the surgeon suggests that a new dilation will be planned soon.